Event description:
It was reported that the patient was presented in clinic in (B)(6) 2014 after being involved in an automobile accident which forced hyperextension of the left arm. The patient was feeling lightheaded and dizzy. A right ventricular lead dislodgement was suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.